Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately shocked and delivered anti-tachycardia pacing (atp) to the patient, due to supraventricular tachycardia (svt) while exercising. The shock therapy induced the rhythm into atrial fibrillation (af) with rapid ventricular response (rvr) or true ventricular fibrillation (vf). Furthermore, the device delivered a shock and successfully converted the rhythm. Boston scientific technical services (ts) recommended to reprogram the device. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received that this patient experienced additional inappropriate atp and shocks for af with rvr episodes in which therapy was exhausted. Af undersensing was also observed. Ts discussed programming optimization or alternatives such as an ablation or medication.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately shocked and delivered anti-tachycardia pacing (atp) to the patient, due to supraventricular tachycardia (svt) while exercising. The shock therapy induced the rhythm into atrial fibrillation (af) with rapid ventricular response or true ventricular fibrillation (vf). Furthermore, the device delivered a shock and successfully converted the rhythm. Boston scientific technical services (ts) recommended to reprogram the device. This ICD remains in service. No additional adverse patient effects were reported.